Event description:
A hospital in (B)(6) reported via a distributor that an rt 240 adult dual heated breathing circuit could not be connected to the heater wire adaptor as the heater wire pins were bent. This was noticed prior to pt use.

Manufacturer narrative:
(B)(4). The complaint rt240 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a f/u report upon receipt of the device and following completion of our investigation.